Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced adhesive event with an infusion set which fell off during use. The set was used for one day. Patient replaced infusion set and resumed insulin successfully. No further information available.